Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient¿s system was working properly and all the connections were intact and all impedances were normal. It was confirmed that the "fuzziness" was unrelated to the device or therapy. The patient stated that when their system was implanted it went from "fairly good to poor" and the patient was hurting like crazy. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient didn¿t think the ins was working properly and was having a lot more pain that they did when the device was put in. The patient reported that they were ¿fuzzy¿ following surgery because their barcode wristband was mixed up with another patient¿s and thus they received another patient¿s medication. The patient wanted to have a manufacturer representative check their system to ensure that ¿everything is right.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that when the patient was seen for reprogramming on (B)(6) 2018, it was determined that the ins had been left off for several days and this may have contributed to the increased pain. The patient was re-educated on how to properly use the system. No further complications are anticipated.